Event description:
It was reported that the 2.00x23mm xience alpine drug-eluting stent delivery system, failed to pass [cross]. The part and lot number provided indicated that the device lot number expired prior to the procedure date. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after expiration.